Manufacturer narrative:
Analysis revealed import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation device. It was reported that the local demo exams did not upload to the device. The device¿s scanner mask settings were altered and the system was rebooted but the issue was not resolved. Usbs and cds were used to upload the exams but both did not work. This was observed outside of a surgical procedure. No patient involved.